Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device's septum becomes unglued after separated from flush. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Received a total of 5 q-syte units, 4 of which were connected to miscellaneous extension tubings. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Some of the units revealed traces of medicine. No physical-mechanical damage was observed on units 1, 2 and 4. The septum top disk was lifted from the q-syte rim on units 3 and 5. Evidence of adhesive and septum deposits was visible at the rim of the q-syte units. Indeterminate-the evaluation of the septum revealed evidence of adhesive and septum deposits. This is an indication that a bond was provided during the manufacturing process. A failure mode associated with the returned sample did not indicate that manufacturing process introduced the damage observed. External forces most likely contributed to the damage observed. A manufacturing related root cause could not be identified due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that bd q-syte luer access split-septum stand-alone device's septum becomes unglued after separated from flush. There was no report of exposure, serious injury or medical intervention.